Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge. It was also reported that the patient was experiencing ineffective therapy. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.